Event description:
Biomed reported a unit which was displaying inaccurate fio2 (fio2 was set at 50%, however the monitor reading were 56-76%). The unit was on a patient at the time of the incident. No patient harm was noted.

Manufacturer narrative:
(B)(4). Carefusion technical support advised that the patient be removed from the unit and transferred to another unit. Biomed was to troubleshoot and possibly change the o2 sensor, then calibrate it. He was also to call back if they had any more issues with this unit. As of july 15, 2015, biomed has not called back for any further assistance.